Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device hasn't done any good for patient since received it. Patient said that has had to increase and decrease the setting several times and worked with their urologist for about a year however nothing improved. Patient said that her urologist left the practice. Patient said needs MRI for unrelated health issue. Reviewed MRI information. Patient also said that one of her doctors suggested that patient have the system completely removed. Patient asked for assistance in connecting to implant to turn implant off and patient with instructions patient successfully connected to implant and turned implant off. The patient was redirected to their healthcare provider to further address the issue. Patient said hasn't yet had an appointment with their new urologist. On 2025-04-23 additional information was received from the patient. They called back stating that they though they had shut off their implant, but it was throbbing really bad down their leg and they would like to turn it off. The patient stated that it throbs all the time and it had never vibrated like this before. The agent assisted the patient with general use of external devices. Patient successfully navigated to the my therapy app and turned off their implant. They menti oned related medical history and stated that they need an MRI for issues with their back and hip. Agent asked if the pain was related to the device, the patient stated that they did not know. Patient stated that they have an coming appointment with their urologist to have their implant removed. On (B)(6) 2025the patient called back to report that they had the stimulator taken out and wanted to know if they needed to do anything else. Patient services reviewed donation/disposal information for external devices and warm transferred patient to patient registration to update record at call's end.